Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the likely cause is failure of the patient board because the operational-amp received overcurrent / overvoltage applied at start up, resulting in failure of the operational-amp. In addition, the investigation also confirmed a design change to the operational-amp took place in april 2018. The subject device of this report was manufactured prior to the design change (see h4).

Manufacturer narrative:
The user facility reported that they have investigated the issue and determined that the video socket on the front of the cv-190 might have failed. Olympus advised the customer to send in the device for repair. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that the 180 series scope did not stay in the socket of a video system center. The problem was first noticed prior to an unknown procedure. The device was not used in the procedure. There was no patient involvement as this was identified prior to the procedure.